Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, while navigating, the system was 3-4mm inaccurate anterior. The site took an initial trace registration and proceeded to navigate where they felt inaccurate. The site then went back and added touch points and still felt inaccurate. The site then wiped the registration and traced a new registration pattern and still felt inaccurate. Surgery was completed with the use of the navigation system. Surgical time was extended by less than one hour and there was no reported patient impact.

Manufacturer narrative:
System passed all work order requirements. The system performed as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.